Manufacturer narrative:
This event was found to occur during a separate surgery and is now being filed under a different complaint number. This was filed in error under this complaint. H3 other text : being assessed under (B)(4).

Event description:
This is now being reported under (B)(4). Please disregard the report on this complaint.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
T was reported that the device had motor issues during surgery and resulted in no harm and no delay. No apparent adverse event was reported as a result of this malfunction.